Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced multiple low blood glucose levels (value not provided). Reportedly, the customer required assistance to treat bg level from parent via being awoken. No additional information was provided.